Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was attempted to be used in the pulmonary anatomy (bronchi) during a bronchoscopy stent procedure performed on (B)(6) 2026. During the procedure, a balloon pinhole was noticed. The procedure was completed with a different model device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of balloon pinhole in a pulmonary anatomy location.